Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2016 which stated "biopsy channel hard to push through" for video colonoscope model e-3490li/serial (B)(4) received through the pentax medical service department. No other information was provided at the time of the report. The colonoscope was returned to pentax medical for evaluation. The pentax endoscope technician confirmed a piece of a brush lodged in the aft suction tube. This finding confirmed the customer's complaint. Other inspectional findings included: passed wet/dry leak tests, left angulation decreased, insertion tube mild discoloration at stage 1, 2, and 3. Pentax medical contacted the facility to gather additional information. Pentax medical replaced the following components on the colonoscope involved in the event: o-rings and seals, biopsy inlet t-piece. The colonoscope was returned to the customer on 11/02/2016. A response was received by the facility on 05/22/2017 stating the event occurred during procedure. The physician could not insert biopsy forceps down the channel. The colonoscope was switched out immediately and called into pentax for service. The facility also stated "no problem with patient, patient is fine". Pentax medical nor the facility could identify the manufacturer of the brush involved in the event.